Manufacturer narrative:
A partial lead with the pin measuring 9.7 cm was returned for analysis. Full breach insulation degradation with the outer insulation separated/detached was noted at 4.5 cm from the connector pin.

Event description:
This report is to advise of an event observed during analysis.